Event description:
It was reported a programming error occurred while infusing pitocin (20 units in lactated ringer¿s solution). The clinician initially selected the adult library when powering on the pump and subsequently selected the postpartum oxytocin guardrails profile. The medication order, however, was for induction. In the induction profile, dosing units are expressed in milliunits/ml, whereas the postpartum profile uses units/ml. The clinician reported entering a value of ¿6¿ in the units/hour field using the postpartum profile. Upon returning to the patient, the infusion bag was reportedly fully infused. Device verification indicates that an entry of 6 units/hour in the postpartum profile calculates to an infusion rate of 300 ml/hour. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.